Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection, as listed in the xience v IFU, and risk assessment matrix adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by lesion characteristics, procedural technique, and product size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). A conclusive cause for the reported patient effect and the relationship to the product cannot be determined.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008. Predilatation was performed prior to placement of the xience v index stent in the proximal cx. After deployment of the xience v stent, a dissection was noted proximal to the target lesion, which was treated with the placement of another xience v stent. Patient is fine. No additional event or patient information is available.